Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly the customer was wearing pump supplies for 3 days. Tandem technical support advised customer that wearing pump supplies for 3 days is off-label per the tandem user guide. Customer¿s blood glucose level was 133 mg/dl

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.